Event description:
Adverse event reported while the device was in use. A patient was coded while receiving intravenous pain management therapy. The pump was programmed to deliver an unspecified narcotic in the pca only mode of delivery at 0.5mg/dose with an unspecified lockout period. The user facility would not reveal the code outcome or current patient status. Narcan was administered, but the dosage and frequency of administration was unspecified. Though requested, this was all the information that the user facility would share.